Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol (B)(4). Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Customer applied wafer to clean dry skin. No barrier wipes used. She removed the wafer 4 days later and found it difficult to remove. Her skin was reddened after removal. She did not need to treat the skin. She then applied another producer wafer. Has had two wafer changes of the other producer wafer and skin now clear.